Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
The customer's mother reported that the blood glucose meter gave lower than expected readings during a hyperglycemic event. The caller reported that during the day the patient tested with the meter several times as usual and the readings were within the normal range. During the afternoon, the patient felt sick, nauseous and suffered from severe headaches. The mother then tested with new test strips (lot 498436) and the values remained in the normal range. The patient started vomiting and the mother called the ambulance. The mother measured the patient's ketone level, which was 5.1. At the hospital, the patient was severely dehydrated and was treated with infusion and with insulin. Due to the suspicion of a potential infection, a strong antibiotic was also administered but discontinued the same day. The exact blood glucose results obtained at the hospital were not given. Furthermore, the mother stated that sometimes the meter does not seem to register the blood glucose levels. The customer is currently stable.